Manufacturer narrative:
Please note: the catalog code entered (cypher), represents an unknown 3.0 x 13mm cypher sirolimus eluting coronary stent. The catalog and lot numbers for the actual products used in the procedure are unknown. A male patient from the (B)(4) study expired three months post index procedure. The cause of death was cardiac death due to arrhythmia. The patient's medical history included prior percutaneous coronary intervention, prior myocardial infarction, diabetes and severe concomitant disease. As reported in the discover database this patient had a 3.0 x 13mm cypher stent implanted in the proximal left circumflex artery. The lesion was pre-dilated. The lesion is de novo, native and had moderate calcification. The reference vessel diameter was 3.0mm and the lesion length was 13mm. The stent was post-dilated. Pre-procedure diameter stenosis was 90%. Pre-procedural timi flow was grade 3. Angiographic success was achieved. Post procedure diameter stenosis was 0% and timi flow was grade 3. The patient was discharged the next day with the following medications: aspirin, beta blocker, statins, coumadin, ace inhibitors and plavix. There was no other information available. The product(s) remains implanted in the patient and is/are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Arrhythmias and death are potential adverse events associated with coronary artery stenting. Based on the information provided, it is not possible to determine if a relationship exists between the cypher stents and the patient's death. No corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process.

Event description:
Three months post index procedure the patient died. The cause of death was cardiac death due to arrhythmia. As reported in the discover database this patient had a 3.0 x 13mm cypher stent implanted in the proximal left circumflex artery. The lesion was pre-dilated. The lesion is de novo, native and had moderate calcification. The reference vessel diameter was 3.0mm and the lesion length was 13mm. The stent was post-dilated. Pre-procedure diameter stenosis was 90%. Pre-procedural timi flow was grade 3. Angiographic success was achieved. Post procedure diameter stenosis was 0% and timi flow was grade 3. The patient was discharged the next day with the following medications: aspirin, beta blocker, statins, coumadin, ace inhibitors and plavix.